Manufacturer narrative:
Tracking #.50863. D6: device returned with no lot ID. Based on the info rec'd and the visual and functional results, it appears as if the instrument was not fired through a complete firing stroke. This is evidenced by the breakaway washer being returned uncut but with a slight indentation around the entire circumference. It should be noted that to ensure the instrument has been fired through the complete firing stroke, the trigger must be fully actuated. A tactile feedback will be felt when the breakaway washer has been fully cut. This will ensure proper formation with no anomalies noted for missing staples. The instrument was reloaded and fired. It fired and formed all the staples around the entire staple ring with an acceptable cut on the test media and the breakaway washer.

Event description:
It was reported that the cdh29 was used during a colon resection procedure. It was reported by the affiliate that the staples would not deliver and the device would not cut. The pt rec'd a colostomy.